Manufacturer narrative:
The reservoir had a detached snap-cap. The reservoir will leak.

Event description:
The customer stated that she was unable to prime the insulin pump and was getting the no delivery alarm. Troubleshooting was performed and the reservoir was occluded. Nothing further was reported.